Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements of greater than 2000 ohms and oversensing of noise on the right atrial and right ventricular channels. The physician suspects a connection issue with the ra and rv leads to be the cause of these observations. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.